Event description:
It was reported the pt was charging more than expected. The charging intervals were reviewed and appeared to be appropriate. The pt indicated the stimulator completely shut down and he couldn't program the device. The pt had surgery on (B) (6) 2010, to fix the problem with the system. The pt additionally had a rhizotomy. Add'l info has been requested; a follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B) (4).